Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device could not be found') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia),') in a 34-year-old female patient who had essure (batch no. C91762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included irregular menstrual cycle. Previously administered products included for birth control: depoprovera and birth control pill. Concurrent conditions included menometrorrhagia, female pelvic peritoneal adhesions, hepatomegaly, dysfunctional uterine bleeding, adenomyosis and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse), painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), oligomenorrhoea ("excessive and frequent menstruation") and uterine pain ("pain uterus"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("low back pain") and complication of device insertion ("only 1 essure was properly placed. The other could not be placed"). The patient was treated with surgery (hyst. (Full),sapling. (Bilateral), hysterectomy with bilateral salpingectomy and novosure ablation (B)(6) 2014). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and complication of device insertion outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, dyspareunia, vaginal haemorrhage, dysmenorrhoea, oligomenorrhoea, uterine pain and back pain had resolved. The reporter considered abdominal pain, back pain, complication of device insertion, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, oligomenorrhoea, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events- menorrhagia (heavy menstrual bleeding), pelvic pain, abdominal pain. Were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes only 1 essure was properly placed. The other could not be placed. I would need another form of birth control. Were you advised of any complications from your essure removal procedure? Yes the content of the communications essure device could not be found and the date of communications: (B)(6) 2018. Discrepancy note essure removal date - (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: 1. Uterus size: normal. 2. Endometrium: the endometrium measures 5.7 mm in thickness. The endometrium is normal. 3. Myometrium: normal. 4. Ovaries: the right ovary measures 3.7 x 3.0 x 1.7 cm. The left ovary measures 4.1 x 1.7 x 2.5 cm. 5. Other findings: essure coils are seen bilaterally.. Lot number:c91762 manufacture date:2014/07 expiration date: 2017/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for events- menorrhagia (heavy menstrual bleeding), pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs receieved-event injury updated to pelvic pain. New events abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), she didn¿t undergo essure confirmation test were added. Patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device could not be found') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia),') in a 34-year-old female patient who had essure (batch no: c91762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included irregular menstrual cycle. Previously administered products included for birth control: depoprovera and birth control pill. Concurrent conditions included menometrorrhagia, female pelvic peritoneal adhesions, hepatomegaly, dysfunctional uterine bleeding, adenomyosis and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse), painfil intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), oligomenorrhoea ("excessive and frequent menstruation") and uterine pain ("pain uterus"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("low back pain") and complication of device insertion ("only 1 essure was properly placed. The other could not be placed"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral), hysterectomy with bilateral salpingectomy and novosure ablation on (B)(6) 2014). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and complication of device insertion outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, dyspareunia, vaginal haemorrhage, dysmenorrhoea, oligomenorrhoea, uterine pain and back pain had resolved. The reporter considered abdominal pain, back pain, complication of device insertion, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, oligomenorrhoea, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events- menorrhagia (heavy menstrual bleeding), pelvic pain, abdominal pain. Were you advised of any complications or problems that occurred at the time of your essure placement. Procedure? Yes. Only 1 essure was properly placed. The other could not be placed. I would need another form of birth control. Were you advised of any complications from your essure removal procedure? Yes. The content of the communications essure device could not be found and the date of communications: on (B)(6) 2018. Discrepancy note essure removal date: on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina on an unknown date: 1. Uterus size: normal. 2. Endometrium: the endometrium measures 5.7 mm in thickness. The endometrium is normal. 3. Myometrium: normal. 4. Ovaries: the right ovary measures 3.7 x 3.0 x 1.7 cm. The left ovary measures 4.1 x 1.7 x 2.5 cm. 5. Other findings: essure coils are seen bilaterally. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received - fu 3 and fu 4 process together. New events essure device could not be found, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), excessive and frequent menstruation, pain uterus, low back pain, only 1 essure was properly placed. The other could not be placed were added. Essure lot number were added. Patient height was added. New reporter were added. Medical history were added. On (B)(6) 2019: medical record received - fu 3 and fu 4 process together. New reporter was added. Medical history was added. Lab data were added. Case becomes medically significant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.